Event description:
During an initial implant procedure, it was not possible to advance the left ventricular (lv) lead in the catheter. A new lv lead was used to resolve the event. The patient was stable.